Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving 2000 mcg/ml baclofen at a dose of 110 mcg/day via an implantable pump for movement disorders. It was reported that the patient was admitted to the emergency room (ER) for sepsis and they wanted the pump interrogated to ensure it was working properly. The environmental, external, or patient factors that may have led or contributed to the issue were stated as sepsis. The diagnostics/troubleshooting performed included reading the pump with the clinician programmer. There were no alarms and it was programmed at the proper dosing. The interventions/actions taken were stated as the pump was read. The issue was resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and was not planned to occur. The patient weight and medical history were asked and would not be made available. The cause of the sepsis was not determined at the time the representative interrogated the pump. The representative had no further information. There were no further complications reported.